Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing for an episode of ventricular tachycardia. The therapy accelerated the rhythm into ventricular fibrillation and was terminated with a shock. The patient's medications were adjusted and an ablation would be considered, with monitoring of the patient. It was then reported that an ablation procedure has not been performed and was not planned. Additional ventricular tachycardia episodes were reported at a later date, including one that resulted in syncope. These were successfully treated with anti-tachycardia pacing (atp) therapy and/or shock therapy. The device remained implanted. Device reprogramming was completed to optimize treatment. No additional information was available at this time.

Manufacturer narrative:
The device subsequently was explanted and returned for analysis with no additional information. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. All sealplugs were intact and all setscrews moved freely. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.